Manufacturer narrative:
(B)(4). The product was returned zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A depth gauge instrument with a broken tip was received in the shipping department with no information. Attempts have been made and it was reported that no further information is available.